Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned, and no computed tomography images were provided; however, review of the submitted log files confirmed low flow hazard alarms, and a specific cause for the alarms could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller periodic log file contained events from (B)(6) 2026, and low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, pump thrombosis, and death, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. This section also provides instructions on how to access and download log file data appropriately. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that tpa was given on ((B)(6) 2026 pm shift. The patient started on heparin gtt after tpa completed. After informed consent, the patient was brought to the cath lab and placed under moderate sedation (midazolam 1 mg IV and fentanyl 25 mcg IV) with local anesthesia (1% lidocaine to the right groin, total ~10 ml). Using ultrasound guidance and micropuncture technique, vascular access was obtained in the right common femoral artery with placement of a 6 fr sheath and perclose pre-close performed. Diagnostic catheterization was then performed including left heart catheterization with left ventricular (lv) pressures and lv ventriculography using a 6 fr 145-degree pigtail catheter. Afterwards, pigtail cath was advanced in the outflow graft and angiography was performed. Left ventricular assist device (lvad) outflow graft angiography demonstrated thrombus near the cannula. Right heart catheterization using a swan-ganz catheter was readjusted into the pulmonary artery (pa). Hemodynamics/oximetry showed pa saturation at 58.9%, arterial oxygen saturation at 92%. Pressures of the lv was at 94/-1 (end-diastolic pressure (edp) 15) and lv at 90/7 (edp 12). Pa 44/17 (mean 29) mmhg; pulmonary capillary wedge pressure (pcwp) 18/31 (mean 21) mmhg; fick cardiac output (co) 5.34 l/min, cardiac input (cl) 3.3 l/min/m2; pulmonary vascular resistance (pvr) 1.52 wu. Hemostasis of the right femoral arteriotomy was achieved with perclose prostyle with an excellent immediate result and no hematoma. There were no procedural complications. Final diagnosis showed lvad outflow graft thrombus near the cannula. There was also mildly elevated left-sided filling pressures (pcwp ~21 mmhg) with mild pulmonary hypertension (mpap ~29 mmhg). There was preserved cardiac output/index, and normal pulmonary vascular resistance. Major findings of computed tomography (CT) head included large intraparenchymal hematoma centered in the left temporo-occipital junction measuring 6.2 x 3.1 x 5.0 cm. There was perilesional edema and mass effect evidenced as sulcal effacement, partial effacement of left lateral ventricle and rightward midline shift measuring up to 8 mm. Cortical contusions in left anterior frontal lobe and right posterior parietal lobe with minimal perilesional edema. Minimal subarachnoid blood products were scattered in left high parietal lobe and left inferior frontal lobe. Diffuse sulcal effacement involving the left cerebral hemisphere suggested cerebral edema. Orbits and globes were normal in appearance. The bony calvarium was intact. Superficial soft tissues were normal. Paranasal sinuses were clear. Mastoid sinuses were clear. Impacted debris within bilateral external auditory canals. CT angiography (cta) head showed abnormal vascularity surrounding the large parenchymal hematoma in left temporo-occipital region with ectatic vessels, showing segments of fusiform and saccular dilatation, likely terminal branches of left middle cerebral artery. No definite nidus identified within the brain parenchyma. There were multiple bilateral channels coursing through the scalp as well as both sides of neck. No major branch occlusion or dissection. Minimal scattered calcific plaques along the cavernous segments of bilateral aca. The anterior communicating artery was patent. Right posterior cerebral artery (pca) was fetal in origin. Posterior communicating artery was hypoplastic. Left vertebral artery was dominant. Major findings of cta neck included calcific plaques at bilateral carotid bifurcations causing less than 50% stenosis of either side by north american symptomatic carotid endarterectomy trial (nascet) criteria. The brachiocephalic artery and left common carotid artery had a common origin. The thyroid gland and salivary glands were normal. Multiple enlarged mediastinal lymph nodes, nonspecific. Lungs and airway had limited assessment due to motion artifact. Mild centrilobular emphysema noted. There was also moderate cervical spondylosis and sternotomy sutures, partially imaged. Impression of CT head showed large intraparenchymal hematoma centered in the left temporo-occipital junction with left hemispheric sulcal effacement and edema, partial effacement of left lateral ventricle and up to 8 mm rightward midline shift. Cortical contusions in left anterior frontal lobe and right posterior parietal lobe with minimal perilesional edema. Minimal subarachnoid blood products scattered in left high parietal lobe and left inferior frontal lobe. Impression of cta head showed abnormal vascularity surrounding the large parenchymal hematoma in left temporo-occipital region with ectatic vessels, showing segments of fusiform and saccular dilatation, likely arising from terminal branches of left middle cerebral artery. No definite nidus within the brain parenchyma. Multiple collateral channels coursed through the scalp and neck. Imaging findings were concerning for an arteriovenous malformation likely an arteriovenous fistula. It was recommended further evaluation with conventional cerebral angiogram. No high-grade stenosis or major branch occlusion involving the anterior or posterior circulation. Cta neck impression showed no evidence of a significant stenosis or dissection involving the cervical carotid or vertebral arteries. Enlarged mediastinal lymph nodes were not significantly changed and likely represented reactive lymphadenopathy or possibly low-grade lymphoproliferative disease such as chronic lymphocytic leukemia. Parameters of the lv gram/lv outflow graft angiogram included speed at 5200 rpm, low speed limit at 4800 rpm, flow at 2.6 l/min, pi at 3.2, power at 3.3 w. 1 low flow alarm was noted during procedure. Speed decreased during catheterization procedure due to low flows but resumed. Speed returned to original settings once completed. The last known normal was at 12:00 on (B)(6) 2026. Code stroke was called at 16:50. The thrombus resolved but intraparenchymal hematoma resulted. The death was not considered to be device related and the device operated as expected.

Event description:
It was reported that the patient was admitted on (B)(6) 2026 with low hemoglobin. They stopped eliquis but kept aspirin (asa). The patient was discharged home after a gastrointestinal (gi) bleed and was readmitted for low flows. Log files were sent for review. The event log file captured low flow alarm events on 05feb2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The cause of the low flow alarms was outflow graft thrombus which was seen on left ventriculogram gram. The low flow alarms resolved with tissue plasminogen activator (tpa), but the patient developed a brain bleed/intracranial hemorrhage (ich). The patient was asymptomatic with low flows but had chronic anemia with weakness and fatigue related to that. Anticoagulation had been held recently for a gi bleed and multiple units of blood transfused. The date of brain death was on (B)(6) 2026. The date of death after organ procurement on (B)(6) 2026. The ventricular assist device (vad) was functioning as intended. There was not an autopsy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.